Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction noise image was traced to be component failure and the most probable root cause of the malfunction foreign objects at auxiliary jet channel was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the technical support indicates that the noise image and foreign objects at auxiliary jet channel was found. There was no patient involvement.